Event description:
Reportedly, the staple row at the bowel was not completely closed. About 50 per cent of the staples remained open. The anastomosis was manually sutured and a temporary colostomy was performed.